Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the meter remote was inconsistent with recommended bolus amounts. The reporter stated that when entering data into the meter for an ezcarb bolus, the bolus amount was initially higher than expected. The reporter stated that she re-entered the same bg and carbohydrate information into the meter remote multiple times and got different recommended bolus amounts each time. The reporter noted that the insulin on board amount showing in the meter remote was different each time the same information was entered. The reporter stated that she delivered only the bolus amount that was recommended by the pump when entering the same data into the pump. The reporter allegedly lost confidence in the meter remote and requested that it be replaced. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because, the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Device evaluation: the meter has been returned and evaluated by product analysis on 11/21/2014 with the following findings: the pump was not returned with the meter for investigation. The meter powered up normally and successfully paired with a test pump. An ezcarb bolus was manually calculated, and the meter correctly calculated the same number of units as the manual calculation. The test was performed multiple times with different values; the meter calculation was found to be correct each time. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed lines across the top of the display screen. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.